Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a leak on the coulter lh 780 hematology analyzer in the area left of the manual mode. The customer was unable to access the tubing that appeared to be leaking, but the leak was contained. The customer was wearing a lab coat, gloves and eye protection when the leak was discovered. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but there is an exposure control plan at the facility. There was no impact to patient results. There was no death, injury or change to patient treatment attributed or connected to this complaint. Service was dispatched on (B)(4) 2012 and the field service engineer (fse) found cut tubing near probe wipe assembly (vl111). Fse replaced the tubing and the repair was verified per established procedures. The tubing may contain blood, diluent, and cleaning reagent. The cause of the leak was cut tubing near probe wipe assembly.

Manufacturer narrative:
Corrected data:(B)(6).related event:medwatch number 1061932-2016-00902 (B)(6).

Manufacturer narrative:
(B)(4).